Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the reason for the catheter revision and if a specific catheter issue was identified was unknown. It was unknown if the patient experienced any symptoms. It was unknown if any contributing factors to a catheter issue were identified. The pump eos was considered normal. The pump and catheter would not be returned for analysis, as the hospital had thrown away the explanted products.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported a patient went in for pump replacement and revision of the catheter. The pump was at end of service (eos). An 8781 catheter spine segment would be revised using an 8782. There were no reported symptoms. No further complications were reported or anticipated.